Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) from the united states alleging that their onetouch verio iq meter was prompting an error 2 message. Per the onetouch verio iq product manual their message prompts when there is a problem with the meter or test strip. The patient did not allege any harm or injury because of the reported issue. During troubleshooting the patient informed the customer care advocate (cca) that they were applying the blood sample to the top of the test strip instead of the side of the test strip. At the time of troubleshooting the patient informed the cca that subject meter would not power on due to an alleged low battery so the cca was unable to confirm if the error 2 was resolved with training. The patient did not have a replacement battery and denied having a cable available to charge the battery.the alleged issues were not resolved with troubleshooting. Replacement product was sent to the patient. This complaint is being reported for the following conclusion(s): the patient reported that the subject meter was prompting an error 2 message, not powering on and that they were missing the charging cable.

Manufacturer narrative:
Lifescan (lfs) does not expect the return of the subject devices.